Event description:
As reported, during laparoscopic inguinal hernia repair procedure, the optifix straight fixation device was used to fixate 3dmax mesh. It was reported that when the device was fired, the fasteners were breaking and the broken pieces were removed from patient under visualization. It was reported that another optifix device was used to complete the procedure and there was no reported patient injury.

Manufacturer narrative:
As reported, the fasteners of optifix straight were shattering. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of the manufacturing records was performed and found that the lot was manufactured to specification. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states, "care should be taken not to use excessive counter pressure as this may damage the distal tip of the device as well as the mesh and/or tissue" and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿ addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. Evaluation of the sample finds for bent guide wire and backup tabs. The reported broken fasteners deployed are a known result of bent guide wire and bent backup tabs. The components are found to be bent from applied forces when in use. No manufacturing anomies were found. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: sample evaluated.

Event description:
As reported, during laparoscopic inguinal hernia repair procedure, the optifix straight fixation device was used to fixate 3dmax mesh. It was reported that when the device was fired, the fasteners were breaking and the broken pieces were removed from patient under visualization. It was reported that another optifix device was used to complete the procedure and there was no reported patient injury.

Manufacturer narrative:
As reported, the fasteners of optifix straight were shattering. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of the manufacturing records was performed and found that the lot was manufactured to specification. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states, "care should be taken not to use excessive counter pressure as this may damage the distal tip of the device as well as the mesh and/or tissue" and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿ note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned